Event description:
Erratic readings completed within 10 minutes (127 7 27 mg/dl).tests were performed on the finger.please note that the customer did not wash her hands prior to testing.there was no report of death,serious injury or mistreatment.